Manufacturer narrative:
Based on the claim against the product by the customer noting error c-34 on vio dv integrated electrosurgical generator unit (iesu), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce and confirm error c-34 on vio dv iesu. The fse replaced vio dv iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive the vio dv iesu; however, evaluation/investigation has not been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-34 appeared on vio dv integrated electrosurgical generator unit (iesu) when the monopolar instrument was fired. The tse had the customer power cycle vio dv iesu and verify whether or not the power outlet was properly connected, but the issue was not resolved. The customer used a third-party generator to continue the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors.

Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the vio integrated electrosurgical generator unit (iesu) involved with this complaint. Fa was able to confirm and reproduce reported error c-34 when the unit was run on an in-house system in normal mode. The complaint regarding the error c-34 was confirmed by fa.

Event description:
Refer to h10/h11 for follow-up information.